Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to a laboratory device. The patient alleged the laboratory read "40-70 mg/dl higher" compared to the subject meter; however, specific results were not provided. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (06/25/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.